Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
The (B)(6), represented for (B)(6), presents the claim of the hospital is (B)(6) - (B)(4) (B)(6), medical report: in a surgery was verified that the screw ((B)(4) - xia ii screw poliaxia l 5.5 x 35 mm - lot: 068587) were broken in the half of its extension. The unit was replaced.